Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to a backwall stitch include, but not limited to, manufacturing, vessel pinched by suture, lateral puncture or the device used in a femoral vessel < 5mm. The patient effect and treatment appears to be related to the circumstances of the procedure. The patient effect of occlusion is listed in the prostyle instructions for use (IFU), as potential adverse event associated with use of the suture mediated closure devices. It is unknown if the IFU deviation contributed to the reported difficulties. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is being filed under a separate medwatch report. H6: device code 1494 (indication for use) was added to capture the use of the device with a sheath less than 5f.

Event description:
It was reported this was a multi access closure of a calcified right common femoral vein (rcfv) and calcified right common femoral artery (rcfa), before and after a percutaneous coronary intervention (pci). Reportedly, two prostyle devices were pre-place in the rcfv using a 4f sheath hole. The sheath was upsized to 23f, and the pci procedure was completed. Hemostasis in the rcfv was achieved with the two pre-placed devices. One prostyle was then placed in the rcfa using a 6f sheath, achieving hemostasis. However, after the procedure, the patient lost blood flow to the leg, resulting in the leg being amputated. According to the physician who performed the amputation, the physician did a double wall stick through the superficial femoral artery (sfa) to the vein, causing the profunda femoral artery to be occluded. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.